Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during testing, the screen on a 980 ventilator was erratic. The ventilator was not in use on a patient at the time of the reported event. A service engineer (se) inspected the device and confirmed the reported condition. The repair of the device has not been completed.

Manufacturer narrative:
A light emitting diode (led) graphic user interface (gui) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and found the ui to display cable connector was not fully seated on the gui touchscreen connector. The returned component was installed into a test ventilator for analysis. An investigation was performed and the identified root cause of the reported issue was isolated the cable not being fully seated. If information is provided in the future, a supplemental report will be issued.